Manufacturer narrative:
Trackwise#: (B)(4). The lot #3000248143 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/23/2023, however, the product was brought to the lab on 05/17/2023 for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery tube. The seal was observed in the delivery device in a deployed state. Slight blood was observed on the intact seal, no cracks or delamination was observed. No measurements of the delivery device were taken due to the presence of blood , which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot #3000248143 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that after setting up the hst iii seal (4.5mm), for a coronary artery bypass procedure they inserted the delivery device into the patient's aorta and pushed the plunger, but it was not released correctly and the tension spring was caught in the tube and pulled out. When the delivery device was pulled out, the seal also came out of the aorta, so they did not reinsert it. Bleeding was slightly increased, but not enough to affect the patient's hemodynamics. No additional blood transfusions were required. When another heartstring was prepared and used in the same way, it could be placed in the aorta without any problems. Proceed with the procedure as it is, and the operation will be completed without any problems. The extension of operation time was several minutes. No patient was harmed.